Event description:
The customer reported multiple occlusion alarms resulting in their blood glucose level reaching 574 mg/dl. The customer took corrective actions by administering a correction bolus through the pump, changing the infusion set and cartridge, and resuming insulin without requiring third-party assistance.